Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported by the patient that the pod caused a skin infection that was identified as a abscess. For treatment, the patient was prescribed antibiotics. The cannula was dislodged, while wearing the pod, between 4 and 24 hours on the arm.